Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the ventilator inoperative condition. There was no patient harm or injury reported. The ventilator was found to audibly and visually alarm as designed.

Event description:
The manufacturer received information alleging a ventilator alarmed and shut down while the device was in use. There was no patient harm or injury reported.